Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -7.0/1.5/125 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.